Event description:
Customer reported experiencing fluctuations in blood glucose levels, going high and low, over the past three days due to an issue with updating time, personal profile, or settings. Specific blood glucose values were unknown, only displayed as ¿high¿ or ¿low.¿ the customer addressed the high levels with a correction injection and managed the low levels by consuming carbohydrates, with assistance from their father after losing consciousness. Technical support helped the customer switch and delete incorrect profiles, allowing them to reactivate their original profile and resume insulin delivery.